Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that patient that they have experienced thrombus and are currently hospitalised. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.